Manufacturer narrative:
Updated: h6, h10. This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issues. Based on the results of the investigation, the root cause of the defective charged coupled device (ccd) could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device had no image due to a defective charged coupled device (ccd), the coupler was noted to be rusty, the pin of the coupler was damaged, the image was noisy due to defective cable cover and the objective lens was worn. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing prior to a diagnostic enteroscopy procedure, the camera head screen backed out. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.